Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation consisting of blisters and welts. Patient did seek medical attention and used an otc topical steroid medication. Patient did not follow proper skin preparation.